Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves/annuloplasty rings and is largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth. In this case, there is no allegation of ring malfunction it has been determined that the root cause of this event was most likely due to patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a mitral annuloplasty ring, implanted for two (2) years, was explanted due to severe mitral regurgitation. The explanted device was replaced with an edwards bioprosthetic valve. Per medical records, this case involved a (B)(6) female who presented with severe mitral valve regurgitation. The ring had dehisced along the posterior annular region and there was great amount of scar tissue. Some redundant tissue was debrided. A 4400 28mm mitral ring was explanted and replaced with a 7300tfx 27mm bioprosthetic valve, which was well seated without issues. The patient was weaned from cpb. Echocardiogram confirmed no valvular issues. The patient was taken to ICU in stable condition.